Manufacturer narrative:
This supplemental report is being submitted to provide additional information regarding DHR review performed. A review of the DHR showed for the lot does not indicate any discrepancies with the manufacture of the lot.

Event description:
During hysterectomi one of the jaw broke off.

Manufacturer narrative:
The complaint is confirmed, the jaw with out the stop has fractured off the forceps. When placed together all parts are accounted for. Fracture site is at the thick to thin transition section of the jaw. Failures such as these have been attributed to excessing force applied to the jaws during use.